Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4)

Manufacturer narrative:
A device history record (DHR) review was conducted. No anomalies were identified during DHR review. The product was released based on the products acceptance criteria. A complaint history examination indicates that this is (B)(4) complaint received for leaking against the components of the reported lot. Eighteen unopened 23 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected. Set #s 1, 2, 3, 5, and 6 had all 3 samples fail for septum's that did not close. In set #4, sample 3 was found conforming and samples 1 and 2 were found nonconforming with septum's that did not close. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the valved trocars leaked during vitreoretinal procedures. The procedures were completed without consequences to the patient's involved. Additional information and product sample have been requested.